Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/19/2025, it was reported by email through a legal filing by the patient's legal representative that the patient underwent a procedure to repair a broken and dislocated shoulder on (B)(6) 2022. According to the legal filing, the patient alleges the surgeon was informed prior to the procedure of an allergy to chrome hardware. On (B)(6) 2022, the patient underwent surgery where a chrome device was implanted. On (B)(6) 2022, the surgeon purportedly notified the patient that a chrome glenosphere had been implanted by mistake instead of a titanium glenosphere and a second surgery was necessary to replace the device. The patient underwent a second procedure on (B)(6) 2022 to remove the chrome glenosphere and replace it with a titanium glenosphere. The patient reports that the second surgery did not go as well as the first surgery and that the patient experienced excruciating pain due to a failed nerve block. The patient alleges rehabilitation was difficult and slow because of the pain caused by the second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the event description and any additional information from the field, arthrex was able to conclude the most likely causes for the reported failures. The most likely cause for the reported failure of a chrome device being implanted into a patient with a chrome allergy can be attributed to use error when selecting the implant. The most likely cause for the reported patient pain can be attributed to a patient-specific event, as post-operative pain is typically more related to anesthesia and not an issue with the prosthesis.